Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy utilizing the liberty cycler set at home as reported by the pdrn. This is further evidenced by the presence of a microorganism that is part of the normal flora in most people¿s skin and gastrointestinal and genitourinary tracts, whereas antibiotic therapy increases their density of colonization. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported this patient presented to the outpatient clinic on (B)(6) 2020 with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2020 presented with candida (species unknown) and a white blood cell (wbc) count of 7592/mm3. The patient was diagnosed with peritonitis due to touch contamination during continuous cyclic pd (ccpd) therapy at home. It was reported the patient is in a wheelchair and has trouble washing their hands at times. The patient was not initially hospitalized for this event and prescribed a one-time dose of intraperitoneal (ip) vancomycin at 1500 mg and ip ceftazidime at 2000 mg every day for two weeks. The patient continued with ip ceftazidime until he was hospitalized on (B)(6) 2020 where it was also found their peritonitis was worsening. In the hospital, the ip ceftazidime was discontinued, and the patient was given oral diflucan (dose, frequency and duration unknown). Due to the severity of the infection, the patient¿s pd catheter (not a fresenius product) was removed in favor of hemodialysis (hd) through a central venous catheter on a hospital provided hd machine (brand and model unknown). The patient is currently recovering from this event while awaiting discharge. The patient will continue hd therapy on an in-center basis upon discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.